Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected loss of power after charging to 360j. In this state, the device may not be able to provide therapy, if needed. There was no report of patient use associated with the reported event.